Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the stylus and the cursor were not aligned due to the connection between the overlay and the xy printed circuit board assembly.

Event description:
It was reported the screen will not stay calibrated after multiple attempts and stylus change. The programmer was returned for repair. No patient complications have been reported as a result of this event.